Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024 the patient experienced a skin reaction. Date of event is an approximation. The sensor was inserted into the arm. It was reported that the patient experienced a skin reaction with itching, rash, redness, pimples, blisters, and dry skin, extended beyond the patch perimeter, which occurred an unknown number of days after the sensor had been inserted in the arm. The patient reported that she was in the hospital due to skin reactions on two occasions and received similar treatment, and this complaint is to capture the second time on (B)(6) 2024. The first visit was on (B)(6) 2024 and has been captured and documented. The patient stated that 3 days prior to the insertion, she used benadryl spray. It is stated that the patient went to the emergencies because of the skin reaction, and that she had an allergic systemic reaction. The patient was treated with oral over the counter (otc) medications, xyzal and claritin, and an over the counter (otc) cortisone cream. The patient stayed in the hospital for 24 hours only, and at the time of the report the patient was okay. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a skin reaction occurred. Date of event is an approximation. The patient inserted the sensor in her arm late (B)(6) 2024, she indicated it was on (B)(6) 2024. She also used a tandem tslim insulin pump. After insertion she began to feel ill, nauseated, and laid down to rest. She had itching at the sensor site on her arm and hives on her arm, trunk and chest. After her symptoms worsened (vomiting and incontinence) her husband transported her to the emergency room in the evening on (B)(6) 2024. She believed she was having a histamine reaction to the sensor, however upon arrival at the ER, the ER physician attributed the symptoms to a reaction to her routine thyroid medication. The sensor remained on her arm. Her heart rate was 160 bpm and she also had anxiety. Treatment included IV fluid, ativan, other IV medication she could not remember the name of, and a CT (computed tomography) scan of her heart. She was admitted overnight. The next morning a different physician evaluated her, found no issues with her thyroid, and confirmed she had experienced a histamine response to the sensor adhesive. She remained at the hospital a total of 18 hours and was discharged home in stable condition. She continued to wear the sensor for the full 10 day period. She took oral over the counter (otc) benadryl and other otc antihistamines and continued to apply topical benadryl and cortisone cream at the sensor site. After sensor pod removal she had a welt in the area of the sensor and overlay patch on her arm which took 4 to 7 days to resolve. Symptoms at the sensor site had included itching, rash, redness, pimples, blisters, and dry skin. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.